Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the battery clip was confirmed upon arrival of the returned power module (serial number: (B)(6) at the pleasanton service center. The damaged component was replaced with the streamline battery clip assembly. Preventative maintenance was performed, and the serviced power module was returned to the customer after passing a full functional checkout. The root cause of the reported event was unable to be conclusively determined via this analysis. Review of the device history record for the power module showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that customer reported a broken battery connector on a power module. The battery connector cable was not upgraded to streamline cable. A repair was requested.